Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging the patient¿s blood oxygen saturation lowered and the device's fio2 setting was changed from 40% to 45%. A measured value was 37 % against the setting of 45 % on fio2 concentration measurement. There was medical intervention. The device was replaced. The device evaluation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the patient¿s blood oxygen saturation lowered and the device's fio2 setting was changed from 40% to 45%. A measured value was 37 % against the setting of 45 % on fio2 concentration measurement. There was medical intervention. The device was replaced. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, and cleaning. The software was uploaded to the latest version.